Event description:
A (B)(6) male patient contacted zoll customer support to report constant adjust belt messages. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt or adjust belt messages) has been investigated. Upon receipt the monitor passed all functional testing. Upon investigation, the monitor was unable to detect the therapy electrodes. The root cause for the inability to detect the therapy electrodes cannot be positively determined but is likely an intermittent connection in the monitor's belt receptacle. No adverse event resulted from the damaged belt receptacle. The patient received a replacement monitor.